Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the tubing disconnected where it enters the luer adapter during collection. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, and it shows an example of the device but does not show the reported defect. Therefore, the indicated failure mode for tubing disconnection causing leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tubing disconnection causing leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the tubing disconnected where it enters the luer adapter during collection. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies: jka. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.